Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the returned photo showed the handle screen displaying the powerpack error screen. Functional testing found that the data saved to the system indicated that the handle had displayed a power handle error for being unable to authenticate the handle one wire address. It was reported that the handle displayed a power handle error. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: loose motor screws. Functional testing found that a knocking noise was heard during the handle's initialization. After taking apart the handle, motor 0 was found to be loose. The motor screws for this motor had become loose, allowing the motor to move around. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the powered stapler displayed an error message of the handle with a red circle with a line across and a caution sign on top. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the motor screws for this motor had become loose, allowing the motor to move around. Pli-20: the device was returned without any accompanying information.

Manufacturer narrative:
D10 concomitant products: sig power sigpshell control shell, (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.